Event description:
During service at baxter, a technician reported a colleague infusion pump that had failure code 810:11 that was caused by an ail pcb (air in line printed circuit board) that was out of calibration and was recalibrated by service. There is no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device is 5.09.90, categorized as remediated.there is no further complaint information available.

Event description:
Caller states during training, an officemate tested 1.0 inr and 1.6 inr on coaguchek xs system 1, and 1.1 inr on coaguchek xs system 2. Caller states the cap for the test strip vial may not have been immediately replaced. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 20176531, expiration date 01/31/2011). Reference medwatch report with patient identifier (B) (6) for the suspect device used in system 2.